Event description:
A patient reported experiencing inaccurate low results with a surestep original meter. The patient's blood glucose results were 170mg/dl (lab), 108mg/dl (meter). Tests were done <10 minutes apart with a difference of 36%. Patient did not experience any adverse events. No further information has been reported.